Manufacturer narrative:
The lot number is unknown. If the sample is returned, a failure investigation will be performed and the results will be added to the database for trending purposes.

Event description:
The caller reported that he had a 6.0 plc trach tube with an external balloon leak. The caller could not provide anymore specific information about the area of the failure. The issue required recannulation that was not part of routine trach changing.